Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a foreign object in the forceps channel during reprocessing involving an olympus gastrointestinal videoscope. The customer suspected that the cause of the foreign object in the channel was due to water leakage. There was no patient involvement.